Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Final analysis on electrical testing did not find any indication of conductor fracture or internal shorts. No anomalies found on the lead upon visual and x-ray examinations.

Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead detected noise upon amplitude measurement. The physician elected to not used the rv lead and a new lead was implanted. The patient had no consequences throughout the procedure.